Manufacturer narrative:
It was reported that all implants were misplaced laterally during an intra-operative procedure. An investigation into the case logs provided revealed that a dynamic reference base (drb) shift was the cause of the misplaced implants. Drb shifts can cause a loss of navigational integrity and can lead to the misplacement of implants. The user acknowledges that they will perform an anatomical landmark check with each new instrument or level to ensure navigational integrity before proceeding with navigation. Ultimately, the user opted to replace the misplaced implants intraoperatively using traditional methods and no adverse effect to the patient was reported. This evaluation has been completed via associated case logs and there are no associated work order or part returns. The severity observed did not exceed the anticipated severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required.

Event description:
It was reported that during an excelsius gps surgery there was 4 screw creo mis backup of alif. The sm on right psis drb on left psis, ict place on drb lp quatro spike. The intra op spin with o-arm and files transferer to egps via usb. All 4 screws planned by surgeon. The ict was removed and sm verified. The postop spin showed 4 screws had shifted of plan by approx 2-3mm lateral. No iom issues. The surgeon decided to reposition the l5 screws by hand.